Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The eccentric target lesion was located in the right coronary artery. A 16x3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient was stable.